Event description:
It was reported that during a routine post-operative check-up using an x-ray, a foreign body was detected in the surgical field. The patient was reopened, and the blade fragment removed. It was also reported that the procedure was completed successfully without a clinically significant delay.

Manufacturer narrative:
H6: a follow up report will be sent when the investigation is complete.

Manufacturer narrative:
H6: the quality investigation is complete.

Event description:
No new information.